Manufacturer narrative:
See manufacturer¿s report # 6000032-2016-00021 for the implantable neurostimulator (ins) in the device system for this event. Concomitant product: product ID 7427, serial # (B)(4), implanted: (B)(6) 2001, product type implantable neurostimulator. (B)(4).

Event description:
The healthcare professional reported that the patient had a partial explant due to an infection at the implantable neurostimulator (ins) site. It was further reported that the ins was removed and the lead was partially explanted. No event cause was reported for this event. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event cause, event outcome, and steps taken to resolve the reported issues. If additional information is received, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome.